Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high defibrillation impedance. Patient's atrial lead exhibited low pacing impedance. High threshold and noise was also noted on both leads. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable.